Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for unspecified microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from the instrument channel and the distal end of the subject device. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.